Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145398.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead had low pacing impedance and suspected insulation damage. The patient was asymptomatic. Further information was not provided.